Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and the patient experienced a pericarditis treated with pain management and required extended hospitalization. After the procedure, the patient developed a pericarditis post procedure. No issues reported during the procedure. The physician told them about the pericarditis today, but the procedure was several days ago, and it is unknown how the pericarditis was diagnosed or confirmed. No medical intervention was provided to the patient except pain management and the patient was monitored for several days but could not confirm how long. It is unknown if the patient has since been discharged but confirmed the last patient status was stable. Additional information was received. The physician¿s opinion on the cause of this adverse event was unclear, common to the procedure. The intervention provided was nsaids given, and the outcome of the adverse event was the patient fully recovered. The patient required extended hospitalization because of additional monitoring. The energy source used when the adverse event occurred was radio frequency (rf).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).